Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The first inflation was performed to 6 atms. The calcified, non-tortuous and 99% stenosed lesion was located in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.